Manufacturer narrative:
(B)(4). Investigation is still in progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).

Event description:
The customer reported that horizontal line artifact was on the image.